Manufacturer narrative:
(B)(4)

Event description:
It was reported that the a balloon rupture occurred. The 10mm in length, 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon burst at an atm of 912kpa. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Updated device returned to MFR, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was returned within a 6fr guide catheter which was inserted into a 6fr introducer sheath. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material. The balloon was noted to be torn both longitudinally and circumferentially. The longitudinal and circumferential tear was noted to begin approximately 1mm distal to the distal edge of the proximal markerband. The longitudinal tear extended across the balloon material for approximately 15mm. The circumferential tear was large however a small section of balloon material approximately 0.5mm in length was present so a complete circumferential tear was not noted. No issues were noted with the balloon material that could have contributed to this complaint incident. A visual and tactile examination was performed on the shaft of the device. The shaft polymer extrusion was noted to be severely stretched. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. The blades and pads were intact and fully bonded to the balloon material. A visual and tactile examination identified a complete break approximately 1635mm proximal to the tip of the device. Multiple severe kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the a balloon rupture occurred. The 10mm in length, 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon burst at an atm of 912kpa. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.